Manufacturer narrative:
The evaluation of the customer issue included a review of the instrument service history, a review of labeling and a review of the product quality trend data. No trend was identified for the customer's issue. During trouble shooting at the customer, the field service representative replaced the tubing, peristaltic head (rohs)_part number 7-35009685-02. A quality trend review of the replacement part, peristaltic head (rohs)_part number 7-35009685-02 did not identify a trend. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a false elevated architect magnesium assay result for one patient. The customer provided: sid (B)(6) initial = >3.90 mmol/l; repeats: 0.67, 0.65 mmol/l (ref. Range: 0,66 to 1.07 mmol/l). There was no impact to patient management reported.